Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection optic and haptic deformed to the lens. Dimensional and functional inspection found the lens to be within specifications. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -9.5/0.5/101 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2024 the lens was replaced with a same size , similar diopter (sphere/cylinder/axis) lens due to refractive surprise. The problem was not resolved. Patient and surgeon to consult. Cause of the event is reported as unknown.